Manufacturer narrative:
(B)(4).

Event description:
A home patient (hp)'s nurse contacted baxter's technical service center to report that solution was coming out of the top of the patient line when priming on the homechoice machine. No other alarms or problems occurred. The technical service representative explained about the proper height of the patient line during priming. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up with the nurse regarding the overprime issue, the nurse stated that the hp has resumed therapy. The nurse declined to provide any further information.

Manufacturer narrative:
(B)(4). This complaint was from a home patient for overprime. The complaint was not confirmed due to a lack of sample and batch review was not performed since lot number information was not available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4).it is unknown if the sample is available at this time.a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.